Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to placement difficulty. The physician determined that the lv lead was not originally placed in a correct position. Another lv lead was successfully implanted. No additional adverse patient effects were reported.